Manufacturer narrative:
The customer's complaint was verified. Isolated the problem to the ui pcb ribbon cable being disconnected from j5. Reconnected j5 to the unit and the unit completed post with no missing segments. (B)(4).

Event description:
It was reported to covidien that this unit has missing segments on both the spo2 and pulse rate readings. No patient harm was reported.